Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, when the surgeon tried to deploy the 2nd implant, the suture snapped. The 1st implant was removed from the meniscal tissue. The complaint device was received and evaluated; visual inspection reveals that the device is in normal use condition as expected. The trigger was pressed several times and it worked as intended. Visual observation of the suture provided confirms the suture was broken on the second implant. According with the visual inspection results, this complaint can be confirmed. A possible root cause for the broken suture can be attributed at the moment the suture was deployed, a sharp instrument rubbed the suture to the point of breakage, however this can not be conclusively determined. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic meniscal suturing procedure on (B)(6) 2020, it was observed that when the surgeon tried to deploy the 2nd implant, the suture snapped. The 1st implant was removed from the meniscal tissue. There was no surgical delay and no harm to the patient. The procedure was completed successfully. The device was the first use when the issue occurred. No additional information was provided.